Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5111918) alleging an issue related to a continuous positive airway pressure (CPAP) device. The patient has alleged of difficulty breathing, asthma, and has been took to emergency room and taking prescribed medicines. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received voluntary medwatch (mw5111918) alleging an issue related to a CPAP device. The patient has alleged of difficulty breathing, asthma, and has been took to emergency room and taking prescribed medicines. The device could have possibly caused or contributed to the reported event of an asthma attack requiring albuterol treatment in the emergency room and subsequent asthma diagnosis confirmed via pulmonary testing, particularly in relation to a possible foam degradation issue associated with this device. After second attempt to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a follow up report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.